Manufacturer narrative:
The reported event occurred on a cobas e 801 module (serial number: (B)(6). The investigation determined that the anti-hcv g2 elecsys e2g 300 assay performed within specifications. The results indicated sample-specific differences between the assay versions. No general difference in specificity or recognition of false-positive samples was observed. A definitive root cause was attributed to sample-specific differences between assay generations.

Event description:
The initial reporter alleged a discrepant positive result for the anti-hcv g2 elecsys e2g 300 assay on the cobas e 801 module when compared to a negative result obtained using a biotin-updated version of the assay. The discrepancy was observed during a method comparison between the two assay versions.